Event description:
The distributor reported that they became aware of a death at this customer site. The customer declined to provide any additional data at this time.

Manufacturer narrative:
The philips distributor representative became aware of a death at this customer site. The customer is performing their own internal investigation before sending the device in to the philips repair bench for evaluation. The customer declined to provide additional information at this time. The investigation remains open. A follow up will be submitted upon investigation completion.